Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review was not performed. The device was not returned for evaluation, therefore the investigation is inconclusive. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model va8074 pta balloon dilatation catheter allegedly had a deflation issue. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.